Event description:
Per phone report: the doctor had left the anterior mitral leaflet intact and thought it may have occluded outflow slightly. Some clot was also present. The surgeon decided to replace the valve with a smaller size valve. The valve was replaced with sjm 31mj-501.